Manufacturer narrative:
Investigation pending.

Event description:
A false positive troponin (tni) result was reported. Patient went to the ed complaining of chest pains. Patient was transferred to arizona heart hospital where additional testing was negative. Doctors performed heart catheterization using clinical judgement based on patient history and symptoms.